Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed. And no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found inside catheter. The pipeline was still attached to the pushwire. The pushwire and pipeline were then removed from the catheter for further examination. The tip coil appeared to be damaged. The distal and proximal ends of the pipeline were found fully opened with damaged braid. No defects were found with the catheter, distal marker, re-sheathing marker and proximal bumper. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. The cause for the reported experience could not be determined as the pipeline was returned fully opened with damaged braid. It is possible that the damage to the braid on both ends of the pipeline is the result of the physician resheathing the device more than the recommended two times subsequently causing the pipeline not to open distally. The tip coil was also damaged. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of three unruptured small supraclinoid aneurysms, the physician reported that the distal part of pipeline flex (device) did not open. It was reported the vessels were relatively straight; therefore physician did not use a triaxial access. The microcatheter was introduced to anterior cerebral artery without problems; then physician prepared the pipeline flex according IFU for introducing into the micro catheter. The move above was without problems / without raised friction. When the device arrived at the distal landing zone, the physician began to deploy the device with the push and pull technique. But device did not open distal. The physician decided to re-sheath to turn down the dps wings. This functioned without problems but it was reported the device did not open distal still. The physician tried to resheath the pipeline flex device 3 times in total. The device was removed and a new microcatheter and pipeline flex were used to finish the procedure. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. A supplemental MDR will be filed as necessary when additional reportable info becomes available.